Event description:
It was reported that a revision surgery was performed on (B)(6) 2015 due to prominence and pain. Three, unknown 7.3mm cannulated screws, originally implanted on (B)(6) 2014, were removed from the sacroiliac joint and the right acetabulum. Additionally removed were two distal locking screws from a lateral entry femoral recon nail; these devices were originally implanted on (B)(6) 2014. It was reported that the surgery was successfully completed and that the patient¿s postoperative status was "good". This report is for 2 unknown two distal locking screws. This report is 2 of 2 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Date of event is unknown (for the date patient started to experience pain and other symptoms of discomfort). This report is for 2 unknown two distal locking screws. Only a partial part number, 04.005.5, was reported. This partial number corresponds to part family 04.005.5xx which includes the following screws: 5.0mm ti locking screw w/t25 stardrive for im nails (various lengths), 510(k) k000089, device product code hwc. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.